Event description:
It was reported that the implantable cardioverter defibrillator previously exhibited post paced t-wave oversensing. The patient was asymptomatic. No intervention was performed. The patient would be continued to be monitored.